Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery. Following pre-dilatation, a 5x20mm supera peripheral stent was being deployed; however, during the deployment step the stent was released from the sheath but the proximal part remained attached to the sheath and could not be released. The stent was pulled but it remained stuck in the introducer and in the artery. A balloon was used to maintain the stent in the introducer and was removed as a unit under fluoroscopy. The procedure was successfully completed with a new 5x20mm supera stent. There was a reported 30 minute delay; however, there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The deployment difficulty and difficulty removing were unable to be confirmed as the stent had already been deployed. It may be possible that the distal sheath of the supera delivery system was restricted or entrapped within the anatomy such that the ratchet efficiency was compromised preventing fully deployment of the stent. However, this could not be confirmed. Additionally, withdrawing the delivery system with a partially deployed stent would cause difficulty removing and may cause the tip to detach when the withdrawal forces of pulling the partially deployed stent through the restricted area of the introducer sheath exceeds the tensile strength of the tip lumen. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.